Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient received inappropriate therapy due to post-sensed t wave oversensing. Diagnostic imaging revealed externalized conductors on the rv lead. Lead was extracted and replaced. Patient was in good condition post-procedure.